Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision of a right distal femur fracture due to a failed non-union plate breakage that was originally done on an unknown date in (B)(6) 2014. It was also reported that reapplication of plate was done with bone grafting. The patient outcome was reported as fine. No other information is available at this time. There was no surgical delay reported and the procedure was completed successfully. It was determined that the plate broke at a screw hole. It is unknown if there was a screw located in the broken screw hole. This report is 2 of 2 for complaint (B)(4).